Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Customer complained bolus wizard not working and turned out that the bolus wizard was turned off and assisted customer turning on the bolus wizard. Advised customer to call back if any further problems occur.